Event description:
It was reported that the implantable neurostimulator (ins) was currently off and the patient had not been recharging her ins. It appeared that the patient was in overdischarge. Also, the ins did not ¿keep a charge.¿ it was unknown how long the patient had this issue. MRI compatibility guidelines were requested. The ankle was to be scanned and it was unknown if it was related to the device or therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# v012494, implanted: (B)(6) 2007, product type: lead. Product ID: 3487a-33, lot# j0537736v, implanted: (B)(6) 2007, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).